Manufacturer narrative:
The customer reported that the central nurse's station (cns) missed a vt alarm. The customer wanted to know how long the logs will be available on the cns. Technical support (ts) informed the customer that the logs will be available for 5 days and not to discharge the patient. The customer will collect the logs and provide the correct serial number when they call back. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. On 07/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; that information is not available to share. On 07/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; that information is not available to share. On 07/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; that information is not available to share. On 07/27/2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; that information is not available to share.

Event description:
The customer reported that the central nurse's station (cns) missed a vt alarm. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) missed a vt alarm. The customer wanted to know how long the logs will be available on the cns. Technical support (ts) informed the customer that the logs will be available for 5 days and not to discharge the patient. The customer will collect the logs and provide the correct serial number when they call back. There was no patient injury reported. Investigation summary: the root cause cannot be determined. The customer did not provide device logs after 5 days of the request. Logs relating to the event can no longer be obtained. Complaint history review of the reported device reveal no subsequent complaints relating to missed alarms. As the customer did not provided the needed information to confirm the issue and there has not been a recurrence, further action is not warranted. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 07/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; that information is not available to share. B6 attempt # 1: 07/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; that information is not available to share. B7 attempt # 1: 07/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; that information is not available to share. D10 attempt # 1: 07/27/2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; that information is not available to share. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) missed a vt alarm. There was no patient injury reported.